Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. Reportedly, the customer reverted to manual injections for insulin therapy. There was no reported adverse impact on customer's blood glucose level.